Event description:
The caller reported that the customer's blood glucose was 443 mg/dl. She had bypass surgery on (B)(6). When she had cortisone in her shoulder her blood glucose level increased. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.